Event description:
The customer reported via phone call that he would like a replacement sensor because it was giving him a calibration error and then a sensor error alert. Customer's pump had a threshold suspend alarm and his blood glucose was actually 150 mg/dl. Customer's sensor glucose was 50 mg/dl. Customer removed the sensor and thinks it was pushed too deep under his skin from sleeping on it. Customer replaced the sensor with a new one.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test and the sensor failed per specifications.